Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that film-like foreign matter was found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "film inside the syringe"

Event description:
It was reported that film-like foreign matter was found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "film inside the syringe."

Manufacturer narrative:
H.6. Investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that a thin layer of film was present on the interior wall of the barrel. Reported issue has been confirmed. Fourier transform infrared spectroscopy results positively identified the residue as silicone lubricant. Silicone is applied as a spray of particles to the inside of the barrel. Unfortunately, our engineers were unable to confirm the root cause for this event at the conclusion of their investigation. They speculate that environmental conditions during transportation and storage of the device may have caused the binding of the silicone to the syringe wall, but this cannot be confirmed at this time. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.